Event description:
It was reported that the device was used during an operative laparoscopic procedure. It was reported by the rep that the seal was torn in the 5mm trocar and it leaked carbon dioxide gas. The case was completed with the device. There was no consequence to the pt.